Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta. A 33/7/2/65 equalizer balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.